Event description:
I have used fasciablaster since (B)(6) 2016. I now have saggy skin in areas and pain my neck which is caused but a misaligned disk. I have been told by a professional that this is due to trauma possibly indicted be the tool. Blaster and mini 2.